Manufacturer narrative:
H3: product analysis: part# c01a-j, lot # el70345 visual inspection confirmed the cement has been used and mixed. Unable to determine viscosity of cement at the time of use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G4: please note that this device (c01a-j) is not marketed in the united states; however, it is same as the united states marketed device with catalog#: c01a, 510k#: k041584 and UDI#: (B)(4). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during a bkp procedure in a patient diagnosed with compression fracture due to primary osteoporosis. It was reported that the cement outlet portion of the mixer was damaged. The outlet has a structure that is fixed to the mixer body with part on the c ring, but whole the part came off the main body. There is no malfunction against the kit and cement polymer and monomer did not mix and it hardened. There was a delay of less than 60 mins. There was no patient symptom reported. There were no further complications reported regarding the event.